Manufacturer narrative:
H3 other text : suspect product was discarded.

Event description:
On 09oct2023, a patient (pt) from thailand called to report left eye (os) discomfort while wearing a 1-day acuvue® moist® for astigmatism brand contact lens (cl). The pt noted the edge of the suspect cl was torn on removal and stated the os was not fine. The pt went to a doctor (date not provided) who diagnosed a corneal ulcer and prescribed an unknown eye drop (frequency of use not provided). The pt advised the doctor scheduled a follow-up visit, then advised the pt would not attend the appointment. The pt refused to provide any additional information regarding the event. No additional medical information was provided. On 10oct2023, a call was placed to the pt's eye care professional (ecp), but the call was not answered. On 10oct2023, a call was placed to the pt who advised a medical report is available that will be provided. On 11oct2023, a johnson and johnson sales representative contacted the pt's ecp for additional information. The ecp advised the pt reported the eye was recovered from the issue. The ecp stated that the pt will provide a copy of the medical report and the sales representative will be notified when the report is received. On 19oct2023, translation of the pt's medical report was received. Pt was diagnosed with corneal ulcer on (B)(6) 2023 and was advised to take 1 day rest by physician. No additional information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4239070103 was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.